Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under MFR report #1061857-2007-00249. Pt records provided indicate at 2.25 months post-op this pt was overcorrected by +.25 diopter in the left eye. Bcva for the left eye was 20/20 pre-op and 20/20 at 2.25 months post-op. Ucva pre-op was not provided, but was 20/30 at 2.25 months post-op. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.